Event description:
I recently had my implants removed along with my breasts, the cohesive gel implant, had exploded in my body. When the doctors opened me up my right one was intact and my left one was pouring out black green and yellow into my body. The surgeons said they had never seen anything like this before, I was in surgery about 5 hours, when they wheeled me out, they said you need to get your thyroid looked at. I thought it would feel better, I'm watching my career slip away form me and my health is worse. I'm sitting in yet another doctor's office waiting to see the results from the biopsy on my thyroid.